Manufacturer narrative:
(B)(4): the device was evaluated at philips and the symptoms were confirmed. The battery was found to be faulty which caused the reported symptoms. The battery was over 2 years old. The customer was advised to replace the battery. The device passed all testing with a known good battery and was returned to the customer site. This was a malfunction of the battery.

Event description:
The customer reported that the ac power indicator was not coming on even though the ac power module was plugged in, the battery was not charging and the screen flashed.